Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the fenestrated bipolar forceps instrument was not recognized by the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and installed on an in-house system and failed the mechanical engagement sequence on all three attempts. During multiple attempts, the instrument grip, pitch, and roll inputs failed to engage with the in-house system's sterile adapter. Log review of the customer system showed no engagement failures related to this instrument. The instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 8.50 mm x 9.65 mm was not returned with the instrument. The components adjacent to this broken main tube show damage, such as broken cables. The instrument was found to have a broken distal pitch cable at the distal main tube. The cable was fully broken, and the distal portion was not returned. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found a broken main tube, which likely contributed to the failure. The instrument was found to have a broken conductor wire at the distal main tube. The distal portion of the conductor wire was not returned. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was found to have a broken grip cable at the distal main tube. The cable was fully broken, and the distal portion was not returned. The complaint was confirmed by failure analysis.